Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to establish communication with external devices. In turn the programmer displayed error message 2501. Reportedly the patient failed to charge the ipg as recommended and the ipg was deemed inoperable. Surgical intervention may take place at a later date.

Event description:
Additional information received identified the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was explanted and replaced. Apparently the ipg had reached end of life. Therapy was restored post operatively.

Event description:
Additional information received identified the ipg experienced premature depletion.